Event description:
It was reported that pump displayed altitude alarm earlier in day, but insulin delivery was not suspended and issue did not recur. There was no adverse impact to the customer's blood glucose level. Customer resumed insulin using original cartridge, and technical support provided guidance on how to prevent future altitude alarms, which caller understood and acknowledged.